Event description:
It was reported that the pump does not work. When you change the cassette, the pump does not start and says there is a blockage. No patient involvement. There was no patient injury reported.

Manufacturer narrative:
Brand name is unknown. UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received.b5: describe event or problem: updated with additional information received.h6: event problem and evaluation codes: updates are not required.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was requested on (B)(6)-2022 by phone to the customer service clerk who submitted the complaint. The date of event was received and updated into the file. The issue was noted immediately on use. No patient involvement confirmed.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.